Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the active tip of the scissors fell in the middle of the procedure. The doctor had to finished the surgery without the material. No patient consequence reported.